Event description:
A patient reported blood glucose results of "81 and 148 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient contacted a medical professional for advice and was advised to reduce their pill from 1 pill to 1/2 a pill.